Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there were intermittent losses of the desat alarm. No patient harm was reported.